Manufacturer narrative:
Code 10 - summary below for engineering evaluation results. Engineering evaluation summary - the gore® excluder® aaa endoprosthesis featuring c3® delivery system was received by gore from the facility and an engineering evaluation was performed. Initial investigation involved visually inspecting the returned components consisting of the complete un-deployed device. The guide-wire and the introducer sheath were not returned. Upon visual inspection, the lock pin was not seen at the tip of the device. This observation was consistent with the report that a protruding wire was cut in an attempt to use the delivery catheter. Removal of the deployment line access hatch on the delivery catheter handle confirmed that a lock pin was present. The device¿s outer deployment knob was deployed¿upon deployment, the cut end of the lock pin was visible at the leading end of the device. The reported observation that a ¿sharp piece of nitinol wire¿ protruded from the leading olive could not be confirmed, as the protrusion was reportedly cut and removed. Based on the findings from the evaluation of the lock pin being cut and the physician report of cutting a ¿sharp piece of nitinol wire¿, it appears the lock pin was the wire that was cut. The observation that the protrusion still remained was not confirmed. The reported rupture of the dryseal valve could not be confirmed with the available information. The likely cause for the protruding ¿sharp piece of nitinol wire¿ could not be determined with the currently available information.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2018, the patient was to be implanted with a gore® excluder® aaa endoprosthesis (rlt261416/18165561) as part of an endovascular aortic repair. During the procedure, the trunk-ipsilateral leg component was advanced through a 16fr gore® dryseal flex introducer sheath. As the device was advanced, bleeding was reportedly observed around the sheath. According to the report, attempts to inject additional saline were unsuccessful because the dryseal valve was ruptured. When the physician removed the trunk-ipsilateral component to exchange the sheath, a ¿sharp piece of nitinol wire¿ was reportedly seen protruding from the leading olive of the delivery catheter. The physician reportedly cut the protruding wire in an attempt to use the delivery catheter, but the protrusion remained. The delivery catheter and dryseal sheath were set aside and replaced with a new gore® excluder® aaa endoprosthesis and dryseal flex introducer sheath, and the procedure went forward without any further reported complications. The patient tolerated the procedure. The excluder® delivery catheter has been returned to gore for analysis.